Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that deterioration of the mesh turret and the filter turret led to the malfunction; however, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. (B)(6).

Event description:
It was reported that with the xenon light source, all lamps flash during use. There were no reports of patient harm.